Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being infected and falling and fracturing his humerus in multiple places. The surgeon decided to replace the stem with a long stem altivate.